Event description:
Literature case - switzerland. In the literature review "first experience from 200 cases with a new breast tissue expander for multi-stage pre-pectoral breast reconstruction after mastectomy", 5 motiva flora tissue expanders were involved in necrosis of the skin flap. The events required the replacement of the expander. Further information is not available.

Manufacturer narrative:
¿Causes of necrosis include prior radiation therapy for breast cancer, uncontrolled diabetes followed by infection, late diagnosis of hematoma, smoking, infection, electrocoagulation too close to the skin, or a combination of these factors. In combination with other factors such as uncontrolled diabetes, smoking, or hematoma, the risk of problems increases.¿. (Skandalakis, shiffman. Breast augmentation: principles and practice. 2009 springer-verlag berlin heidelberg) each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: http://motivaimplants.com/information-for-the-patient. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: "necrosis is the formation of dead tissue around the implant. This may prevent wound healing and require surgical correction and/or implant removal. Permanent scar deformity may occur following necrosis. Factors associated with necrosis include infection, steroids in the surgical pocket, smoking, chemotherapy/radiation, and excessive heat or cold therapy." Review of manufacturing records could not be performed as no lot/batch (or serial) numbers were provided. Information and clinical evidence were requested.

Manufacturer narrative:
1. Overview: the quality department (pms) received a complaint involving a motiva® device. 2. General conclusion: ¿ device involvement: a causal relationship between the reported event and the device has not been established due to insufficient clinical evidence. ¿ event characterization: the event was classified as necrosis. 3. Clinical confirmation: upon thorough evaluation of the submitted clinical documentation and supporting evidence, the reported case was not confirmed. Root cause analysis: this event is a well-documented complication inherent to breast implant surgery. Based on the analysis of the available data, including clinical findings and product traceability records, there is no evidence indicating a causal link between this specific case and any product-related factors, including raw materials or manufacturing processes. The etiology of the alleged event is recognized as multifactorial, given the absence of manufacturing deviations or anomalies, and in line with current clinical literature, the event is considered not attributable to the manufacturing process and/or the product itself. 4. Device history record (DHR) review: device history review was not possible due to the lot number being unobtainable. 5. Trend and signal monitoring: the event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: ¿ no adverse or unexpected trends related to device rupture have been identified. ¿ no further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.